Event description:
It is reported that the impactors chipped during use.

Manufacturer narrative:
Eval: as returned, both impactor pads exhibit wear in the forms of nicks, gouges, scrapes, chips, and mushrooming. The specimen have a potential field age of approximately 4.5 and 12.5 years. Impactor ends become damaged through repeated use due to impaction on the poly. Device history records indicate all components were manufactured and inspected to specification.